Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis. While reviewing a non sustained ventricular fibrillation (vf) episode noise was noticed on both right ventricular (rv) and right atrial (ra) leads. The noise is suspected to be related to electromagnetic interference (emi). No inappropriate therapy was reported. No new device system was implanted. No additional adverse patient effects were reported.